Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6). D9:yes returned date: 30-mar-2023 h3:yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes returned date: 30-mar-2023 h3: yes h4: mfg date: 08-dec-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, returned date: 30-mar-2023, h3: yes, h4: mfg date: 08-dec-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. One controller ((B)(6)), two (2) batteries ((B)(6)) various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. An internal inspection of the returned devices did not reveal any abnormalities. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis associated with (B)(6) revealed normal power consumption and estimated flow within the analyzed period. Analysis of the alarm log file associated with (B)(6) revealed one hundred (100) low flow alarms logged since (B)(6) 2023. Analysis of the event log file associated with (B)(6) revealed six (6) controller power-ups with associated pump start events logged on (B)(6) 2023 at 00:27:13 and on (B)(6) 2023 at 15:10:48, 16:27:17, 16:41:14, 17:13:50 and 17:14:41, indicating losses of power to the controller. The data point prior to the initial loss of power on (B)(6) 2023 revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 21% rsoc. The data point recorded after the initial loss of power on (B)(6) 2023 revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds, 34 seconds, 48 minutes and 54 seconds, 19 seconds, 21 seconds, and 1 minute and 12 seconds, respectively. No anomalies were recorded leading up to the loss of power on (B)(6) 2023 and the initial loss of power on (B)(6) 2023. Momentary disconnections involving (B)(6) and (B)(6) were recorded prior to the loss of power on (B)(6) 2023 at 16:27:17. Log file analysis associated with (B)(6) then revealed two (2) vad disconnect alarms were logged on (B)(6) 2023 at 17:32:03 and 17:32:42, indicating a physical disconnection of the driveline from the controller. As a result, the reported low flow and loss of power to the controller events were confirmed. Supplemental testing was performed on con417456, and it did not reveal wear to the gold-plating of the pins or the controller pin receptacles and no damage was observed with the controller receptacles' springs and troughs; supplemental testing revealed contamination within the connector pins. (B)(6) and (B)(6) were lubricated prior to release. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the observed momentary disconnections event can be attributed to momentary disconnections due to contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed controller pins contamination event can be attributed to the handling of the device. The most likely root cause of the observed vad disconnect alarms can be attributed to physical di sconnections of the driveline from the controller. Information received from the site revealed that the ventricular assist device (vad) patient was found unconscious by their spouse. The patient expired, and the cause of death was unknown. It was further reported that the patient had a severe driveline exit site infection at the time of death. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two (2) batteries were returned to the manufacturer and subsequently tested out specifications during manufacturer's analysis.

Event description:
It was reported that the ventricular assist device (vad) patient was found unconscious by their spouse. The patient expired. The cause of death is unknown.

Manufacturer narrative:
Concomitant medical product(s), continued: b358846 heart ring, implanted (B)(6) 2016, 4470 lead and 0185 lead, implanted (B)(6) 2015. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a severe driveline exit site infection at the time of death.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Information indicates that at the time of death, the patient had a s evere driveline exit site infection. Section b5 was corrected to include this information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: / catalog #: / expiration date: 31-dec-2022 / serial or lot#: (B)(6), UDI #: (B)(4), h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 03-dec-2021 h5: no h6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that data file review was done due to the "mystery surrounding the patient's death" and review revealed that the ventricular assist device (vad) exhibited 100 low flow alarms and a controller exhibited multiple loss of power in the weeks leading up to the patient death.